Manufacturer narrative:
Reporter occupation is patient/consumer. For the result obtained on (B)(6) 2022 at 8:00 am with the covid-19 at-home test, it was alleged that the consumer did not squeeze and hold the tube as she pulled the swab out to extract the liquid. Product labeling states: "remove the swab while squeezing the sides of the tube to extract the liquid from the swab. Warning! Failure to squeeze the tube can lead to incorrect results due to excess buffer in the swab." The case has been sent to the manufacturer for investigation. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Refer to the limitations section of the instructions for use. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to pcr. On (B)(6) 2022 the consumer developed a cough. On (B)(6) 2022 at 8:00 am the consumer performed a covid-19 at-home test and the result was positive. On (B)(6) 2022 at 10:45 am the consumer had a pcr test performed at a pharmacy and the result was negative. No other information can be provided. No additional information about treatment and outcome was provided.